Event description:
It was reported that during the implant attempt to prophylactically replace the pace/sense portion of the right ventricular lead, noise on the replacement lead was noted during the pocket closure. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Concomitant medical products: d284trk ICD, implanted: (B)(6) 2011; 694965 lead, implanted: (B)(6) 2006. (B)(4).